Event description:
Narrative from staff: patient in operating room for occiput through t2 fusion. The screw was already in the patient with no issues, but when the locking cap was placed a small piece of the screw broke off. All pieces of the screw were removed from the patient. The screw and small fragment were place in a container with cover.